Event description:
Independent repair center: stuck unit will not start. Per independent repair statement unit will not start. Key failure was the rexroth valve was stuck. Additional malfunctions was the power switch was short circuited, poppet valve was not shifting, tie wraps were leaking and the sieve beds were saturated.